Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the river while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. The customer also reported the escape button became unresponsive on the insulin pump after. It was also found the insulin pump's display was black shortly after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. The insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. Unable to perform the displacement test or verify unresponsive buttons/keypad due to no display. The keypad was inspected and no damage noted. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.